Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 03july2019. The device was not evaluated by a manufacturer's employee, therefore the issue could not be confirmed or duplicated. The battery was replaced in-house.

Event description:
A defective battery was reported. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.